Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. A visual examination of the complaint unit was carried out, the gauge needle was at 2atm. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed. The needle would show an increase in pressure; but when pressure was released, the needle returned to 2atm. Gauge accuracy test was also done at 13atm, 26atm & 0atm and noted the results were not within the parameters. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2015. It was reported that the device failed to apply pressure. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 26 advantage balloon catheter inflation device was selected for use. During procedure, dilatation was performed with a balloon catheter; however, upon the third inflation, it was noted that the pressure failed to apply. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed gauge reading inaccuracy.